Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion several times during preventative maintenance in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion several times" was not reproduced. Completed downstream occlusion test 3 times resulting in 10.6 psi, 9.60 psi, 9.63 psi, all within range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.